Event description:
It was reported that an ilet user experienced severe hyperglycemia, with a verified fingerstick blood glucose of 600 mg/dl following a recent supply change, while using a contact detach-type infusion set and a full supply change was recommended to ensure insulin delivery, after which the glucose began trending down to 436 mg/dl. Customer care provided support that included remote troubleshooting and user education regarding expected timing for correction and regulation. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia unclear despite supply replacement and verification steps. Symptoms included polyuria associated with hyperglycemia. Outcomes included no hospitalization and patient self-management with continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.